Event description:
It was reported that a catheter break occurred. A mach1 guide catheter was selected for use. During the procedure, the distal 2-3cm of the catheter was broken and the device did not pass upward to the left common carotid artery. The device was then replaced with another guide catheter which passed smoothly and completed the procedure. No patient complications were reported. It was further reported that the target lesion was non-calcified. The device was removed safely, and the patient condition post procedure was normal.

Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request.

Event description:
It was reported that a catheter break occurred. A mach1 guide catheter was selected for use. During the procedure, the distal 2-3cm of the catheter was broken and the device did not pass upward to the left common carotid artery. The device was then replaced with another guide catheter which passed smoothly and completed the procedure. No patient complications were reported. It was further reported that the target lesion was non-calcified. The device was removed safely, and the patient condition post procedure was normal.

Event description:
It was reported that a catheter break occurred. A mach1 guide catheter was selected for use. During the procedure, the distal 2-3cm of the catheter was broken and the device did not pass upward to the left common carotid artery. The device was then replaced with another guide catheter which passed smoothly and completed the procedure. No patient complications were reported.